Event description:
Patient was found unresponsive and was brought to the emergency room. The patient had an implanted drug delivery system to administer morphine 20 mg/ml at a rate of 3.8 mg/day. The patient had the pump refilled less than 24 hours earlier with no change in daily dose or concentration. The hcp gave teh patient narcan and stopped the pump. It was determined that the "new drug" would have entered the intrathecal space within 38 - 63 hours. The hcp opted to keep the pump in stop mode for several days and observe the patient. He then planned to re-start therapy titrating to previous dose of 3.8 mg/day. "Doctor believes that it is not the pump but wants to make sure." The patient outcome is unknown at this time.